Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the erbe integrated electrosurgical unit (iesu) generator. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
The customer reported to the technical support engineer (tse) during system setup, prior to training, that the erbe integrated electrosurgical unit (iesu) generator was reporting error u-02. The tse guided the caller through two different procedures on how to reset the error, though the issue remained. The tse informed the caller that the field service engineer (fse) was going to resolve the issue, though it is possible to swap the vision side cart (vsc) for another one that is on the same software build. The customer acknowledged and will do so. The fse was going to investigate. There was no report of patient involvement.